Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) the balloon ruptured. The target lesion was located in the left anterior descending artery (lad). The 15mm x 3.5mm quantum maverick monorail balloon was inflated to 15 atm and then ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) the balloon ruptured. The target lesion was located in the left anterior descending artery (lad). The 15mm x 3.5mm quantum maverick monorail balloon was inflated to 15 atm and then ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the balloon was tightly folded, with no indication of positive (inflation) pressure. Magnified inspection revealed no damage to the balloon. There was a complete separation of the hypotube 55cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The reported balloon burst was not confirmed. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).